Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50mmx20mm promus premier&#10244;rug-eluting stent was advanced but was unable to cross the lesion. The device was removed. However, when the device was attempted to be reinserted, it was noted that the stent was damaged. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. There was a kink at the port bond skive. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50mmx20mm promus premier¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was removed. However, when the device was attempted to be reinserted, it was noted that the stent was damaged. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.